Manufacturer narrative:
Customer technical support (cts) set up the return process for the customer to return the unit for investigation. Cts will send a minispin centrifuge temporarily until the original unit is repaired or replaced. If the unit returned, it will be repaired and returned to the customer. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported that rt12 rotor broke into pieces and escaped from the statspin ssvt centrifuge unit. There was no report of injury to the operator due to this incident. No exposure, and no medical attention needed due to this event.